Manufacturer narrative:
Repaired at independent repair center.

Event description:
Per dealer, operator valve is not shifting. Per independent repair statement alarming, red light and valve operator malfunctioning